Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure after the physician inserted the guidewire, it was noted on the scope screen that the hydrophilic coating had peeled, exposing the tip of the core wire of the device. No part of the device fell into the patient. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as ok post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, during the procedure after the physician inserted the guidewire, it was noted on the scope screen that the hydrophilic coating had peeled, exposing the tip of the core wire of the device. No part of the device fell into the patient. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as ok post procedure.

Manufacturer narrative:
A visual examination of the return device found the ptfe jacket severely scraped approximately 8.5 centimeters from the distal tip section. Approximately 13 centimeters of the jacket were damaged, exposing the core wire. Additionally, the ptfe jacket was slightly scraped along the entire body, exposing the core wire in some areas. All of the outer diameter measurements were confirmed to be within specification. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. Since the investigation confirmed that the ptfe jacket was scraped, and that the hydrophilic tip of the guidewire was intact, this is no longer a reportable event. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.